Manufacturer narrative:
No additional information has been provided from the customer. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, it will be evaluated and a supplemental medwatch will be submitted, as applicable.

Event description:
It was reported that the tibial screw implanted with the knee prosthesis has become loose and will require a revision procedure. No revision has been reported to date.